Event description:
It was reported that "upon review of post op films the surgeon observed that the rod was separated from the connector at caudal portion of the construct."

Manufacturer narrative:
Method: x-rays were evaluated. Results: it is most likely that the connector was not locked at the recommended torque and may have been locked at the tip of the rod which would increase the risk of disassembly.